Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocates (cca) documentation. The patient stated he could not recall when the alleged issue first began. The patient reported that he manages his diabetes with fixed dose insulin (unknown type/dose) and denied making any changes to his usual diabetes management routine in response to the alleged issue. He claimed that at an unknown amount of time after the issue began he developed symptoms of ¿blurry vision/drowsy¿ and despite his symptoms, he denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need recharging based on the use of meter. The issue remained unresolved and replacement products were sent to the patient and subject products are expected back for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.